Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator became magnetized and went into the bore of the MRI machine. There was no report of any patient involvement associated with this reported event.